Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6), h3: analysis of the wireless recharger (s/n: (B)(6), revealed no anomalies were visually observed. Patient complaint confirmed. Led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had difficulty charging the ins. Patient stated that the recharger is no longer charging the implant. No light and nothing even if it is on the dock. Patient reset the recharger but nothing happened. Patient reset the recharger while on the dock but nothing happened. Patient said that when they tried to position the charging cable, the light on the dock would light up. Agent sent a request to repair for replacement the charging cable. Additional information was received from the patient. The patient responded to a letter indicating that the cause of the difficulty charging the ins and noting that the recharger is no longer charging the implant was not determined and no likely cause of the issue was noted. The patient noted that replacing the charging cable did not resolve the issue. The patient noted that they "will call back [illegible]." Additional information was received from the patient on (B)(6) 2025. They reported that they have received the new charging cable for the recharger, but now it won't charge effectively. Patient confirmed that there is a light on the dock, but there is a flashing /scrolling green light on the recharger. Patient also mentioned that it just quit charging their stimulator. Agent had the patient reset the recharger and hold the power button while placed on the dock, but the scrolling light sticks. Agent ordered a replacement recharger through repair. Additional information was received from the patient. They called back regarding the new recharger. Patient stated that they couldn't use the recharger to charge up their ins. Agent had the patient exit out on shipping mode and connect to the ins to start the recharging session. Patient was able to recharge and is on excellent connection.